Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During evaluation, alarmed system error 345 (thermistor disparity). A review of event history log revealed system error 345. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A review of the event history log found evidence of system error 345. The ultrasonic sensor will be replaced as it is a known contributor to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.